Manufacturer narrative:
An evaluation will be conducted if and when the product is returned.

Event description:
It was reported that the devices deployed simultaneously. A backup was used to complete the procedure. The patient was not harmed.

Manufacturer narrative:
The device was received in poor condition. The device was returned without t1. T2 and partial torn suture are present but separated from the needle. The depth limiter has several puckers and creases at the distal tip indicating force. The delivery needle is bent, bowed and has a slight twist. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ functional test proved that the device actuates as intended. No root cause can be confirmed with regards to the manufacturing of the device. No further investigation is warranted.